Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Medical records did not contain peritoneal dialysis progress notes or treatment sheets for review. There was no documentation in the medical record that indicated a causal relationship between the patient¿s liberty cycler and the patient¿s diagnosis of peritonitis. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were provided by the patient's dialysis center. The patient underwent a culture of her peritoneal fluid. The culture results showed gram variable organism, escherichia coli and streptococcus pneumonia. The patient's peritoneal dialysis nurse reported the patient repeatedly dropped her patient line onto the floor of a custodial storage closet where she worked. On (B)(6) 2016 the patient was asked to come to the clinic for culture due to reported cloudy effluent.

Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis (pd) patient called due to not feeling well. The patient stated she had symptoms of diarrhea, vomiting, pain in the arms and nerves. The patient stated that she had not done treatment for tonight and was not connected to the cycler when this was occurring. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was requested to come into the clinic on (B)(6) 2016 for culture and was diagnosed with an episode of peritonitis. (B)(6) stated the patient had a white blood cell count of 8550 and had very cloudy effluent. (B)(6) stated the infection was attributed to touch contamination, where the patient had a break in sterility, and indicated the patient worked as a custodian and had reportedly dropped her patient line onto the floor of a custodial storage room. There were no reported fluid leaks during treatment prior to infection. (B)(6) stated the patient was not hospitalized for the episode of peritonitis and was treated in-home. Per pdrn as of 03/14/2016, the signs and symptoms of peritonitis have resolved, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.